Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) was at 500 mg/dl with symptoms of dehydration and nausea. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustment to the pump settings. It was reported that there was a communication failure between the pump and the meter during bolus. The reporter stated that this was a recurring issue and the devices were within range with each other. Further review indicated that the communication channel was not changed 5 values above/below the previous channel. This complaint is being reported because the patient experienced severe hyperglycemia related to a use error in that the instruction for use was not followed for changing communication channel.

Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the meter and pump has been returned and evaluated by product analysis on 04/11/2015 with the following findings: on investigation, the alleged radio frequency communication issue was verified in the black box but not duplicated in the evaluation. Review of black box data found multiple radio frequency bolus timed-out warnings. The total daily delivery added up correctly and reflected the user¿s programmed basal rate. The pump powered up using the returned battery cap and functioned properly. The pump paired with a test meter successfully and passed a radio frequency test. The pump delivery accuracy was within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. Normal and audio bolus were completed and recorded correctly.